Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe's needle was broken during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "routine blood collection, the needle was broken".

Manufacturer narrative:
H.6 investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811189 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Based on the customer feedback, and after discussing with our production technicians, the issue may be produced in the primary machine needle feeder due to a punctual misalignment of this system damaging the affected needle. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the bd¿ syringe's needle was broken during use. The following information was provided by the initial reporter, translated from chinese to english: "routine blood collection, the needle was broken.